Manufacturer narrative:
Results - bent frame.

Event description:
It was reported by service report that the foot end of the frame was bent. No patient involvement or adverse consequences are reported.